Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to pain at implant site and headaches. There are no plans to reimplant the recipient with a new device as of date of this report.